Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was to be used in an endoscopic retinotomy procedure performed on (B)(6) 2018. According to the complainant, during preparation, the basket was inspected and found the basket wires broken. The procedure was completed with another zero tip stone retrieval basket.   There were no serious injury nor adverse patient effects noted as a result of this event. The patient's condition was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.